Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown mg/dl. The customer had already disconnected and assisted performing a 5.0 units fixed prime. The customer stated the insulin did not exit. The customer was advised to remove reservoir from device then disconnect and reconnect the infusion set and reservoir. The customer was advised to rewind the pump, reinsert the reservoir and run manual prime to at least 5 units. The customer reports that insulin exit the manual primed. It was explained to the customer that the device is working as designed and advised alarm was caused by a connection issue.